Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: guide wire tip separation requiring medical intervention to prevent permanent impairment or damage. Device issue: guide wire tip separation. It was reported that the wiggle guide wire was being used in a retro flex circumflex (cx) (tortuous and calcified). A 2.5 x 08mm vision stent delivery system (sds) was advanced over the guide wire and the stent implant was successfully deployed. However, during removal of the guide wire the tip separated and remained in the patient's circumflex artery. Another guide wire and balloon catheter were used to successfully retrieve the separated guide wire tip from the patient cx. No additional event or patient information is available.